Event description:
It was reported that a 22mm amplatzer septal occluder was selected for implant on (B)(6) 2023 using a 12f amplatzer torqvue delivery system. During implant the left and right discs opened abnormally and were not flat. The device was recaptured and and flushed but no improvements were made to the device shape. The decision was made to replace the device with a new 24mm amplatzer septal occluder, which was successfully implanted. It was noted there was no interaction with any cardiac structures during implantation. There were no angulation or twisting in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and a size 12f (larger than recommended) delivery system was used during the procedure. The cause of the reported incident could not be conclusively determined; however, the use of a larger than recommended delivery system could have contributed to the reported event as the use of a larger sheath may influence deformations of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the instructions for use, IFU asd septal occluder abt ous, c, the recommended size delivery sheath for a 22mm amplatzer septal occluder is a 9f.

Event description:
It was reported that a 22mm amplatzer septal occluder was selected for implant on (B)(6) 2023 using a 12f amplatzer torqvue delivery system. During implant the left and right discs opened abnormally and were not flat. The device was recaptured and and flushed but no improvements were made to the device shape. The decision was made to replace the device with a new 24mm amplatzer septal occluder, which was successfully implanted. It was noted there was no interaction with any cardiac structures during implantation. There were no angulation or twisting in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.